Manufacturer narrative:
Device evaluated by manufacturer: the lotus edge valve delivery system (lot: 24667724) was returned with the lotus introducer sheath(lis) and reviewed by a boston scientific(bsc) quality engineer. The lotus introducer sheath was received fully detached/separated from the lotus edge device. The outer sheath of the lotus edge system was seated correctly with the nosecone. An examination of the outer sheath identified a severe kink at 5cm proximal from the distal end of the outer sheath. The kink was located on the inner j-curve. The outer sheath exhibited jagged indentations from the kink site and this extended proximally along the inner j-curve for a total length of 10.4cm. Using a new test (lis) in the lab, the lotus edge system pushed through with no significant resistance. However, when an attempt was made to withdraw the device, the kinked section of the outer sheath was catching on the distal end of the lis. With careful manipulation it was possible to retract the kinked section of the lotus edge system through the distal end of the lis. Once the kinked section was retracted and passed the distal portion of the lis, the device retracted through the lis with no restrictions noted. A 3mensio report was received for review. The report was not fully completed and did not include the condition of the patient's anatomy. A review of the images attached in the report did not identify any issues, which could potentially have contributed to the complaint incident.

Event description:
Reportable based on returned device analysis completed on 29 sept 2020. It was reported that the lotus edge valve system was difficult to insert, and remove through the introducer. The patient had a native aortic annulus size of 26.8mm, and had severely calcified tricuspid leaflets. The lotus edge valve system was prepared according to the instructions for use (IFU) without any difficulties. The lotus introducer sheath (lis) was inserted into the femoral artery without any difficulties. There was severe resistance noted while advancing the lotus edge valve system through the lis. There was no obvious kink on the safari2 guidewire or of the lis. The procedure continued, and the lotus edge valve was successfully implanted. There was severe resistance when withdrawing the lotus edge delivery system back through the lis. The lotus edge delivery system was able to be pulled back within the lis, however, it was not able to be fully removed out of the introducer. The lotus edge delivery system and lis were removed together. There were no patient complications, and the patient is stable. The returned device analysis revealed that the outer sheath of the lotus edge delivery system was kinked.